Event description:
Per the clinic, the patient experienced a skin flap breakdown and an infection at the implant site (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 04, 2023.